Event description:
Fracture of a dental abutment in a dental implant. Fragment could not be removed. Implant was explanted.

Manufacturer narrative:
Abutment in the implant fractured by mechanical overloading. Fragment could not be removed from implant. Implant needed to be explanted as a collateral damage. Implant was according to specification and without any problems. Removal was caused by abutment fracture caused by overloading.